Manufacturer narrative:
Initial and final MDR (B)(4)- MDR .- device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient had experienced the infusion set tape not sticking event on 15-feb-2026. The event dates are 15-feb-2026 and 21-feb-2026. No further information available.